Event description:
Patient was undergoing resection of ascending aorta and sinus valsalva and excision of aortic valve and replacement. When attempts were made to remove the valve holder, one of the valve sutures was placed externally to internally and passed through the very tip of the valve holding apparatus. It was felt to be too high risk to remove this as it would increase risk of bleeding. For this reason, this was transected with the wire cutter down to a segment approximately 1.5 x 2 which was buttressed between the sewing ring of the aortic valve and the dacron graft. This was not believed to have any adverse effects on the aortic valve.